Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the restoration modular stem required a revision due to infection. It was also reported that during the case the jack screw apparatus from the restoration modular hip system broke. The customer did not have a back up on site therefore the case had to be postponed.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that the restoration modular stem required a revision due to infection. It was also reported that during the case the jack screw apparatus from the restoration modular hip system broke. The customer did not have a back up on site therefore the case had to be postponed.

Event description:
It was reported that the restoration modular stem required a revision due to infection. It was also reported that during the case the jack screw apparatus from the restoration modular hip system broke. The customer did not have a back up on site therefore the case had to be postponed.

Manufacturer narrative:
The following devices were also listed in this report: unknown restoration modular distal stem; cat # unk_shc; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event an event regarding infection involving an unknown restoration modular body was reported. The event was not confirmed. Method & results product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the insert was revised and a washout and debridement was performed due to suspected infection. The event was not confirmed. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.